Event description:
A customer reported that "on or around the first week in (B)(6) 2012," his adc glucose meter had a fast draining battery. As a result of this issue, the customer reported he was unable to test and on an unspecified date, "on or around the first or second week of (B)(6) 2012 at about 11:00 pm," he experienced symptoms of "dizzy, had tunnel vision and weak". The customer subsequently experienced a loss of consciousness. He further reported he "fell down about 3 times and re-injured an old injury (herniated disc) because he was dizzy and angry while trying to walk up his neighbor's front stairs." No third-party medical intervention was reported. The customer self-treated with "his regular diabetic medications, actos 1 tablet 30mg, gliburide 3 times a day 3mg." There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. The date listed in is the date abbott diabetes care became aware of the event. (B)(4).